Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 218 mg/dl, 466 mg/dl and 134 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's returned meter ((B) (4)) has been tested with approved test strips (lot 833212), with high level reference control solution (lot 9f3p096). The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings were found in the device's internal memory log all within 10 minutes.